Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that two universal aseptic transfer kit housings fell open during surgery. There was no report of surgical delay of pt injury associated with the event. No add'l clinical info was rec'd prior to this report. This is the second of two mdrs being submitting to report one incident. Refer to MDR 8031000-2013-00106 for the first incident.